Event description:
It was reported that the patient received a result of 585 mg/dl on his meter and took an unknown amount of insulin. Two minutes later, the patient tested again and received a result of 211 mg/dl. The patient experienced symptoms like shaking and called the emts. Upon their arrival more than 30 minutes later, they tested the patient´s blood glucose level on their meter and received a result of 72 mg/dl. The patient was admitted to the hospital, but no information about the duration of his stay nor potential treatment was provided. Some hours later on the same day, the patient received the following results within 15 minutes on his meter: 97 mg/dl and 311 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.